Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm mr coyote¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. Dilatation was performed again with a sterling balloon catheter and the procedure was completed. No patient complications nor injuries were reported.